Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the tubing of the homechoice cassette during the set up. The patient could not determine if the black mark was on the inside or the outside of the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. A brown-black, elongated particulate was found embedded in the wall of the patient line tubing. The reported condition was verified. The cause of the condition was determined to be pin build up from the tubing extrusion process; intrinsic to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.